Manufacturer narrative:
Device is an instrument. Investigation could not be completed and no conclusion could be drawn as no device was returned. The review of device history records was not performed; the lot number provided could not be verified. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; during the unknown surgery on (B)(6) the torque doesn't trigger in the normal range. It was further reported that a substitute instrument was used. This is report 1 of 1 for complaint (B)(4).